Manufacturer narrative:
Device manufacture date: november 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "the needle appears to be dull. Surgeon had a very difficult time trying to tunnel through the sclera and then once she did she deployed the stent but when she went to remove the needle from the eye the stent was dragged back into the ac" during implantation in left eye. Surgery completed with backup device. No eye injury noted.